Manufacturer narrative:
Concomitant medical products: product ID: 399930, lot# j0454373v, implanted: (B)(6) 2004, product type: lead. Product ID: 748951, serial# (B)(4)implanted: (B)(6) 2004, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
The patient reported that the device set was removed the same year it was put in due to an infection that "almost killed him." It was reported that the year that the device was removed was in 2004. Relevant medical history includes post laminectomy pain. No additional information in regards to the infection was reported. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.